Event description:
The report received indicated that before using the 3.00x28mm cypher select, the tip of the device was found cracked. Another device was used for the procedure. The report indicated that the problem was found before use. There were no anomalies noted on the package and or the packaging components.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.